Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. As part of resolution, user was offered with a new sensor and a new transmitter.

Event description:
Senseonics was made aware of an incident where user reported of receiving "no sensor detected alerts" which led to early sensor removal.